Event description:
Patient reported their pump broke. No further details provided. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: hizentra - 15gm. Hizentra indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.